Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels. The customer was called for more information, and he stated that he was treated on (B)(6), 2010 and again on (B)(6), 2010. The customer felt that the events were due to him falling asleep and not eating for over 12 hours. The customer's blood glucose levels went as low as 40 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. The insulin pump was also programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.